Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt lethargic with coughing, chest tightness, body pain, and a high pulse rate at 95/minute; her pulse normally is only 60-70/minute. Her cgm was showing 320 mg/dl and she started throwing up and was feeling very ill. Her husband took her to the hospital. A fingerstick bg was checked when she arrived and was 600 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and treated with zofran IV, potassium, levaquin IV, and IV fluids. At the time of the report the patient stated that she was feeling much better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.